Event description:
Customer reported he was hospitalized due to high blood glucose of unknown value. Customer stated his high was caused for eating to a lot of popcorn and ice cream. Customer's symptoms were headaches and hallucinating. Customer was not wearing the device at the time of the hospitalization. Customer of was of the device for two days. Customer was advised to monitor the device. Customer declined troubleshooting for high blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.